Event description:
Dr. (B)(6) reports via our sales rep, (B)(6), that after long distance spondylosis the rod was loosened at s1 and that both heads of the screws were damaged. She further reports that in a revision surgery a new rod and new screws were implanted. (B)(6), 2011 additional information: dr (B)(6) reports via our sales rep, (B)(6), that the rod is broken and that the female patient was born in (B)(6).

Manufacturer narrative:
Patient required unanticipated revision surgery. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation. Additional info: screw (B)(4) mantis cannulated polyaxial screw 6.5 x 40 mm and screw (B)(4) mantis cannulated polyaxial screw 6.5 x 50 mm were also referenced in this event, but it is not believed an MDR is necessary for them as the rod is what broke.